Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report the erbe errors (m-02) had returned and the monopolar was not working. Tse confirmed the m-02 errors in the logs. Customer did not have energy activation cable for force triad. Customer continued with the case and requested the field service engineer (fse) to look at the system as soon as possible. Fse spoke with the clinical sales representative (csr) and customer. The issue continued after swapping instruments and energy cables. An erbe was ordered for replacement. The procedure was otherwise completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse could not replicate the issue customer experienced. However, due to continuing errors the fse replaced integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned unit confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure (m-02) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Visual inspection found the unit to be in good condition. The reported failure was attributed to a component failure.